Event description:
It was reported that a fail pm accuracy/delivery accuracy was experienced. No patient injury.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No device problem was detected. The cause of the reported problem could not be determined. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 2110. H4: correction: device manufacturing date: 14-mar-2017.